Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient¿s stimulator began flipping a few weeks after implant. The stimulator stopped working and their symptoms returned. Increasing stimulation to 3.0 v and decreasing stimulation did not resolve the issue. While on the call, stimulation was confirmed on and at 0.9 v. The stimulator may be currently flipped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).